Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak at the y-site of a 20g x 0.75¿ safestep infusion set was confirmed. A photo of a y-site on an infusion set was returned for evaluation of this complaint. The visible sections of the device were a small section of the tubing distal of the y-site, a black clamp, and the hard plastic y-site. No other parts of the device were visible in the photo. The reservoir of the y-site was full of a reddish pink liquid. A small drop of the liquid was present on the outside of the device between the blue valve stem and the white valve housing. Without the physical sample, functional testing could not be completed. However, the blue stem of the valve can move slightly according to the pressure to which it was exposed. Under vacuum, the exposed surface of the stem can slightly draw within the white valve housing. While a positive pressure caused the top of the stem to extend slightly from the white valve housing. Any fluid positioned between the blue valve stem and the white valve housing can be pushed out from the white valve housing under a positive pressure. The product IFU warns, ¿needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve.¿

Event description:
It was reported that after using for 6 days, epirubicin leaked from y site. No other information provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of aseyf108 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after using for 6 days, epirubicin leaked from y site. No other information provided.